Event description:
It was reported that the ventilator would not read the oxygen level. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals. The customer stated, problem was duplicated. No action taken, measurements are within specifications. The cause of the reported problem could not be determined. No previous service history was found. Manufacturing DHR not relevant to either the primary or secondary issue.